Manufacturer narrative:
The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Therefore, the exact cause of the reported event could not be conclusively determined. Since the serial number is unknown, the device history record could not be reviewed. However, omsc has only shipped devices that passed the inspection. In the literature, there is no description of the device's malfunction.

Event description:
On february 8, 2021, olympus medical systems corp. (Omsc) received the literature titled "safety and efficacy of endoscopic submucosal dissection for non-ampullary duodenal neoplasms: a case series". This study was conducted on the endoscopic submucosal dissection (esd) for 16 patients with non-ampullary duodenal neoplasms between february 2011 to november 2014. In the literature, it was reported that one perforation occurred during submucosal dissection using the subject device (kd-630l), and urgent surgery was performed after additional snare emr. After the urgent surgery, the patient needed a longer hospital stay (36 days) due to postoperative partial small bowel obstruction. Based on the available information, specific information on the subject device and the perforation patients were not provided. There is no description of the device's malfunction. Omsc will submit one medical device reports (MDR) of the subject device for perforation.